Event description:
A big osteolysis appears under the mbt tray. This geode is located internally near the central plug. Looking in profile, the geode is located median. This was painless until it led to the mechanical collapse of the tray (in a varus position). As a consequence, the surgeon did a revision to remove the tibial tray and the associated pe insert.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.